Event description:
A patient reported bloo glucose results of 165 and 113 mg/dl with a lifescan meter, performed within 10 minutes of each other. The patient's feet were "tingling" prior to testing. The patient took oral medication after attempting to use the meter visited the physician and was treated with glucose by a medical professional. No information on what patient's reading was on the hospital device. The test strips were in good condition and not expired. The patient did not have control solution to check the test strips.